Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the instrument and confirmed the leak. The cause of the leak was the probe section of the bsv (blood sampling valve) was not moving. The fse installed a new bsv and actuator to resolve the issue. The quick disconnect of the bsv was coated in salt crystals from the leakage. The fse cleaned and disinfected the quick disconnect to resolve the issue. The fse also replaced solenoid 16 as preventative maintenance. Failure mode was identified: failure mode of the leak is related to the inability of the probe section of bsv to move. No erroneous results were generated for this event. Upon recur; the failure modes identified are likely to generate erroneous results for all parameters due to possible sample carryover. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer. The leak was described as less than 1 cup of diluent leaked near the white blood cell (wbc) bath and onto the counter during startup. The leak was not contained. The operator was wearing personal protective equipment of lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.